Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of syncope for an unknown reason. Upon interrogation the physician noted no irregularities and isometrics along with pocket manipulation were unable to produce any issues. The physician stated that he believes the episodes might be due to low blood pressure and dehydration. No additional adverse patient effects were reported.